Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon broke in 2 when I removed it: impossible to remove it [foreign body in reproductive tract] tampon broke in 2 when I removed it [complication of device removal] tampon broke in 2 [device breakage] case narrative: consumer reported via email that the tampon broke when she removed it. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon broke in 2 when I removed it: impossible to remove it [foreign body in reproductive tract] tampon broke in 2 when I removed it [complication of device removal] tampon broke in 2 [device breakage] case narrative: consumer reported via email that the tampon broke when she removed it. No serious injury reported.